Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, and successfully opened and closed grips. Electrical continuity testing was also successful. The instrument was fully functional, and no product issues were identified. Additionally, the instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument delivered energy with signs of arcing on 3 of 3 attempts, and a review of the procedure logs indicated that a monopolar instrument was used during the reported case. Lastly, the instrument was found to have the housing broken nearby the lower chassis. A piece measuring approximately 0.17¿ x 0.06¿ was not returned with the instrument, while a piece measuring approximately 0.21¿ x 0.04¿ was returned with the instrument. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics by in-house testing and the investigation revealed no issues related to the customer reported event. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. Furthermore, the probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. Also, the probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument exhibited a malfunction. The procedure was completed with no reported patient injury.